Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer changed set each time and problem was resolved. Customer was unable to troubleshoot at time of call because she was unable to determine the cause of the issue. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. Customer stated she lowered her basal rates settings 3 weeks when she started getting lower blood sugars.